Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the indicator window of 5f exoseal vascular closure device (vcd) did not change color, and the activation button could not be activated. There was no reported patient injury. The device will be returned for analysis.